Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During field service installation, the user reported the pump failed. No other details regarding the nature of the event were provided. Since the event occurred during field service installation, there was no pt involvement during this event.